Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause of the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse events occurred as a result of the defective charger.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.